Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 after a fall. Approximately one years and seven months after the first surgery. The surgeon explanted stem size 10 uncementless, 36+3 humeral cup and centered glenosphere (size 36). The surgeon implanted 135/145° 36+9 humeral cup, centered glenosphere ( size 36) and cementless stem size 10.